Event description:
(B)(4). Cramping, pelvic pain, headache, joint pain, heavy menstral periods ,fatigue, anxiety, depression, mood swings, bloating, muscle spasms', muscle aches, swelling in ankles, hysterectomy (B)(6) 2016.